Event description:
It was reported, about an hour after this valve was implanted, and the patient was taken off cardiopulmonary pass and her chest was closed, she developed global st EKG changes and went into cardiac arrest. She was placed back on bypass and a clot was found, which included the sewing cuff and extended into the left main coronary artery. The valve was removed and a 21 mm mechanical regent valve (model 21agfn-756) was implanted.